Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with a binaxnow covid-19 antigen self test performed on (B)(6) 2022 with a nasal sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178253 with internal limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no false negative results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 178253 and device part number 195-430h / lot 175031. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.